Event description:
A medtronic ent representative reported that while in a functional endoscopic sinus surgery (fess) the surgeon alleged an inaccuracy of 2cm. After registration, confirmed accuracy was less than 2mm. Later in the case, alleged accuracy to be off by 2cm with all instrumentation. At this point, it was noted that an anesthesia cart was causing metal interference. The cart was removed and the patient was re-registered, navigation confirmed to be accurate for the remainder of the procedure. The surgery was completed successfully with the use of the fusion navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not provided from the site.software investigation completed. As originally stated, the site had a cart near the place of navigation and that cart was causing metal interference in the electro-magnetic (em) field. The software is found to be functioning as designed.